Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration during a vitrectomy procedure. The case was completed with the same equipment and accessories. There was no harm to the patient.